Manufacturer narrative:
(B)(6).

Event description:
It was reported by the customer that before use the cardiosave intra-aortic balloon pump (iabp) malfunctioned, a touchscreen malfunction was observed. There was no patient involvement reported. The touchscreen was unresponsive. The issue was resolved after restarting the device. A getinge field service engineer (fse) was dispatched to evaluate the unit. The fse reported that the customer has decided not to proceed with the repair. The unit will be returned as is, and no replacement parts will be provided. No repairs were performed.